Event description:
The nurse mnager of gi notified me that the supply of autotom rx 44 appeared dirty and rusty despite the packaging being intact. The nurse manager notified the rep. From boston scientific.